Manufacturer narrative:
Returned device analysis did not confirm a gripper line break as the gripper line was observed to be intact; however, it was noted that the tactile marker gripper line had separated from the clip (material separation) and was outside the l-lock shaft holes with the gripper line trumpet intact. The single gripper actuation issue, however, was confirmed. The reported difficult to remove-anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and analysis of the returned device, the reported gripper line break appears to be related to the user interpretation of the gripper line separating from the clip area. A cause for the reported difficult to remove the clip from anatomy (clip interacting with the anatomy) cannot be determined. Unspecified tissue injury (chordal damage) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. Additionally, based on the analysis of the returned device, the gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Unspecified tissue injury (chordal damage) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult to remove the clip from anatomy (clip interacting with the anatomy) cannot be determined. Unspecified tissue injury (chordal damage) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed on the mitral valve without issues. An ntw clip was prepared per the instructions for use (IFU) and inserted. Grasping was performed, but chordal interaction was observed. The clip was able to be removed from chordae and retracted into the left atrium (la). However, chordal damage had occurred. The clip was advanced back into the left ventricle (lv) and grasping was performed. It was then observed that the anterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. Upon removal, it was observed that the gripper line was broken. One additional clip was then deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.